Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver is not getting data. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of signal loss. A root cause could not be determined.